Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the patient's caregiver who revealed that no device malfunctions were reported during the patient¿s final hhd treatment. Furthermore, a coroner ruled that the death was not related to the patient's hemodialysis treatment on the 2008k@home hd machine. A fresenius regional equipment specialist (res) performed annual preventive maintenance (pm) on the home hemodialysis (hd) machine several hours after the patient completed their final hd therapy on (B)(6) 2017; no device problems were identified or observed during the evaluation. The current status of the hd machine is not known. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. However, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: based on information captured within the complaint file, it was reported that a male, end stage renal disease (esrd) patient on home hemodialysis (hhd) expired at home. The patient's final hhd treatment concluded at 7:00 am on the morning of (B)(6) 2017. Reportedly, the patient's spouse returned home at 6:30 pm on (B)(6) 2017, and found the patient had passed away. The spouse told the nurse manager that the patient had been having chest pains and suspect heart problems over the last little while and was not seeking further attention. The medical examiner stated that the patient died of natural causes, and no autopsy was scheduled. The patient's medical history is not known. There is no documentation to indicate that a causal relationship exists between the 2008k@home hemodialysis (hd) machine and the patient's death. Furthermore, there is no allegation against any fresenius products and the patient expiration.

Event description:
The home dialysis coordinator for the user facility reported that a patient's spouse found that the patient had passed away at 6:30pm on (B)(6) 2017. The patient's final treatment was completed at 7:00 am on the morning of (B)(6) 2017. Therefore, the patient was not dialyzing when the death occurred. The medical examiner has ruled the patient's death was from natural causes, and unrelated to the dialysis treatment. No autopsy was scheduled. The patient's spouse noted that the patient had "chest pains and suspect heart problems over the last little while and was not seeking further attention." A fresenius regional equipment specialist (res) performed annual preventive maintenance (pm) on the home hemodialysis (hd) machine several hours after the patient completed their final hd therapy on (B)(6) 2017; no device problems were identified or observed during the evaluation. No parts are available to be returned to the manufacturer for evaluation.